Event description:
It was reported the pt's device showed a power-on-reset (por). It was stated the pt could not adjust their stimulation. Troubleshooting suggested clearing the por condition. The por was cleared, which resolved the issues. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).